Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the trunk cable connector was severed. The root cause of the broken connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt connector. The pt received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt's electrode belt connector was broken. The pt was issued a replacement electrode belt.